Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 700 mg/dl and insulin injections were administered to address the bg level. The ketone level was large and considered as being dangerous. The customer went to the emergency room (ER) and was treated with intravenous saline. The high bg level was due to stress. The customer left the ER a couple of hours later with a bg of 367 mg/dl. The bg level was confirmed to have stabilized and the ketones had cleared.